Event description:
It was reported that the sterile water was found to be leaked from the catheter balloon during the pretest.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution immediately leaked out of the eyelets. The balloon was dissected to find the inflation notch perforated both lumen. This is out of specification per inspection procedure which stated, "leaks between lumens (inflation lumen, irrigation lumen and temperature sensor lumen) are not allowed." The root cause for this failure was machine- based on the analysis it was concluded that the geometry of the core pins and causing lumen leaks per evaluations made during investigation process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. Labeling review was not completed as the complaint was addressed by existing CAPA. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterile water was found to be leaked from the catheter balloon during the pretest.